Event description:
It was reported, the patient had been in the hospital from 2013 (B)(6) to 2013 (B)(6) due to a blood clot in her left leg. The patient was not allowed out of bed for the first eight days of her hospital stay and was catheterized. It was also reported, the patient was only allowed to get up the remaining four days to use the bathroom. The patient was scheduled to have a refill during her hospital stay. A representative came to the hospital and was to reduce the drug, but instead of refilling the pump, he changed the alarm date from 2013 (B)(6) to the ¿6th¿ and disabled the personal therapy manager (ptm). It was noted the patient could no longer give herself a bolus. It was reported the patient had a prescription for pain pills, but that it cannot be filled because, there was no place near her that has them until "a week from this friday." It was also reported, the patient was going to ask the healthcare provider (hcp) to increase her dose at her refill because, she had been experiencing increasing pain in her right leg. The issue with her right leg was nerve damage from the leg being broken for five weeks without being diagnosed, prior to implant. It was reported this pain had been getting worse for a while, prior to the clot. The pump was being used to deliver morphine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8590-1, lot# n325440, implanted: 2012 (B)(6); product type accessory product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).